Manufacturer narrative:
Retainer = black, the pump was returned for a crack at the back of the pump. The following were noted during visual inspection: scratched case, pillowing keypad overlay, serial number label faded, case cracked behind the pump near the battery compartment and cracked battery tube threads. The pump was received with a blank display. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download the trace/history files utilizing thus due to blank display. A test p-cap does lock into place inside the reservoir compartment properly. Cosmetic damage at the back of the pump and a blank display are confirmed. The blank display is due to misaligned battery tube due to case cracked behind the pump near the battery compartment and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.